Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has an autofill failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has an autofill failure. There was no injuries.

Manufacturer narrative:
A getinge filed service engineer (fse) evaluated the unit and confirmed the reported failure happens all the time during start up. The fse used a balloon demo to test the unit and checked the set but the pump's diaphragms vacuum was torn . The fse used a drive assembly from another machine as a replacement, tested the machine, and found that the autofill failure notification was gone, the device works. The machine is still unusable. The customer did not approve the repair due to the machine having a lifespan of more than 9 years.